Event description:
I'm not sure if anything can be done at this point since the surgery was in 2001. My surgical staples have never dissolved. They're still in my neck. For years I've had neck pain. When I had MRI's they discovered I still have the staples in my neck from a partial thyroid and goiter removal. FDA safety report ID# (B)(4).